Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va28dtn, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that there were lead impedances on 0 and 3 electrodes. Patient had breast surgery in early 2021, and was hospitalized for breast surgical site infection (B)(6) 2021 (unknown if contributed to cause). Patient also in motor vehicle accident (B)(6) 2021. Lead impedances checked by both clinic and field representative. Lead impedances on 0 and 3 electrode at amplitude 1.0amp. Field representative met with patient to reprogram. Patient does not feel stimulation on any clinical program 1-7, with amp increased up to 8.0amp. Increased pulse width to 240 and rate to 35, and patient still does not feel stimulation. Physician ordered x-rays of implant. Lead appears intact, but slightly lateral in s4 foreman. Patients relevant medical history was a breast tumor resection. The issue was not resolved the time of this report.